Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy with contraceptive device ") in an adult female patient who had essure (batch no. 626209) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included multi gravida, adenomyosis and ovarian cyst. Concomitant products included gabapentin since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy - left side). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea and abdominal pain had resolved and the abortion spontaneous, pregnancy with contraceptive device, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, cystitis, depression, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: (B)(6) 2008 concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysmenorrhea,pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporter information added. Concomitant condition added. Added event depression, mental anguish, miscarriage. Updated onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy with contraceptive device ") in an adult female patient who had essure (batch no. 626209) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included multi gravida, adenomyosis and ovarian cyst. Concomitant products included gabapentin since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oopherectomy - left side). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea and abdominal pain had resolved and the abortion spontaneous, pregnancy with contraceptive device, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, cystitis, depression, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: (B)(6) 2008. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysmenorrhea,pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. 626209) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included multi gravida, adenomyosis and ovarian cyst. Concomitant products included gabapentin since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oopherectomy - left side). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea and abdominal pain had resolved and the abortion spontaneous, pregnancy with contraceptive device, depression, anxiety and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, cystitis, depression, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: results: 01052008. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysmenorrhea,pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : event added post procedural complication. Previously reported event of pregnancy with contraceptive device downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (batch no. 626209) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multi gravida, adenomyosis and ovarian cyst. On (B)(6) 2008, the patient had essure inserted. In december 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy). Essure was removed on 10-dec-2008. At the time of the report, the pelvic pain outcome was unknown and the vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: (B)(6) 2008. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysmenorrhea,pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and lot number were added. Events abnormal bleeding (vaginal), menorrhagia, bladder infection, urinary tract infection, vaginal infection, dysmenorrhea and abdominal pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. 626209) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included multi gravida, adenomyosis and ovarian cyst. Concomitant products included gabapentin since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oopherectomy - left side). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea and abdominal pain had resolved and the abortion spontaneous, pregnancy with contraceptive device, depression, anxiety and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, cystitis, depression, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: not provided. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy ). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.